Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not delivered insulin. The blood glucose at the time of incident was 28 mmol/l and current blood glucose was 7.5 mmol/l. Customer reported that they experienced high blood glucose and they were hospitalized due to high blood glucose. The customer experienced symptoms such as nausea and ketone. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer already discontinued the use of the insulin pump, it may potentially cause over delivery or under delivery of insulin. The insulin will not be returned for the analysis.